Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device technical analysis: returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, and burr were microscopically examined. Inspection of the device revealed that the annulus of the burr was damaged/not rounded. The damage to the annulus is consistent to interaction with the rotating rotawire during the procedure. Functional testing was also performed with a test rotawire, as the returned wire was not returned for analysis. The rotawire was inserted into the annulus; however, the wire didn't advance and stuck 58cm proximal of the burr. Microscopically examination of the coil showed that the coil was stretched, compromising the inner dimension of the wire.

Event description:
It was reported that the rotapro became stuck on the rotawire. A 1.50mm rotapro and a 330cm rotawire and wireclip torquer were selected for a percutaneous coronary intervention. The target lesion was severely calcified. During withdrawal, it was noted that the rotapro became stuck on the rotawire. The rotapro and the rotawire were removed together. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the rotapro was stuck with the rotawire. The target lesion area was located in a severely calcified blood vessel. A 330cm rotawire and wireclip torquer and rotapro 1.5mm were selected for use in a percutaneous coronary intervention. During withdrawal, it was noted that the rotapro got stuck with the rotawire. The rotapro and the rotawire were removed together outside the patient. The procedure was completed with another of the same device. There were no patient complications reported.